Manufacturer narrative:
An event of thrombus noted on the device during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient's activated clotting time was maintained in therapeutic levels during the procedure, the patient did not have any known clotting disorders, and that the patient had anticoagulants and was compliant with taking them. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code: code 4614 removed.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, heparin was administered. The activated clotting time (act) level range was between 290-320s. When the amulet was fully deployed and before release from delivery cable, a transesophageal echocardiogram (tee) was performed. A 3mm residual shunt was noted on the 90 degree view around the lobe of the amulet device. Physician performed angiogram, and contrast filling was noted in the distal laa past the lobe. Physician decided to reposition the device. During partial recapture, a possible thrombus was seen on tee. The thrombus was at the distal end screw of the device and it was small, it did not appear like fiber. The sheath was on the patient approximately 15 min. Physician decided to remove the amulet device while aspirating on the sheath, and the 12f sheath was removed. Heparin was given to treat thrombus. A new 12f amplatzer torqvue 45x45 delivery sheath and new 25mm amulet were opened and prepared. The laa closure was successfully completed by using the new 25mm amulet. There was no reported impact for the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure due to this event the patient was reported to be discharged.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting level range was between 290-320s. When the amulet was fully deployed and before release from delivery cable, a transesophageal echocardiogram (tee) was performed. A 3mm residual shunt was noted on the 90 degree view around the lobe of the amulet device. Physician performed angiogram, and contrast filling was noted in the distal laa past the lob. Physician decided to reposition the device. During partial recapture, a possible thrombus was seen on tee. Physician decided to remove the amulet device while aspirating on the sheath, and the 12f sheath was removed. A new 12f amplatzer torqvue 45x45 delivery sheath and new 25mm amulet were opened and prepared. The laa closure was successfully completed by using the new 25mm amulet. There was no reported impact for the patient. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.